Event description:
Boston scientific received information from a journal article that discussed a study of a 272 patients. The study aim was to identify predictors of bi-ventricular device implant procedural difficulty with implanting left ventricular (lv) leads measured by fluoroscopy time and predictors of unsuccessful lv lead implantation. Unsuccessful lv lead implants in twenty-two patients were attributed to difficulty cannulating the coronary sinus (cs) ostium, absent or atretic cs vein anatomy precluding lead placement, inability to achieve adequate pacing threshold measurements and lead instability. Of the twenty-two patients, three patients had previous attempts that failed. Traumatic cs complications occurred in ten patients, including cs perforation and cs dissection. However this did not result in required pericardiocentesis or urgent cardiac surgery, and there were no deaths related to these complications. Of the 272 patients enrolled in the study, 68 patients were implanted with boston scientific products. No specific patients or model and serial numbers were provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Hsu jc, badhwar n, lee bk, vedantham v, tseng zh, marcus gm. Predictors of fluoroscopy time and procedural failure during biventricular device implantation. American journal of cardiology. 2012: epub before print.